Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the anterior cuff was attached to the needle tip, however, the posterior cuff was not. The posterior cuff was damaged from being struck at the top outer side by the needle tip. The posterior needle tip was also damaged. A witness mark was detected due to the needle being deflected and striking the top inside section of the foot pocket. These findings are consistent with and confirm the reported needle to cuff miss. During testing, the anterior cuff was removed and the plunger was inserted to test the needle trajectory, depth and mandrel travel and the results were acceptable. The needle trajectory of each device is inspected twice during manufacturing. A cuff-miss can be influenced by many factors, including, but not limited to; manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in a challenging anatomy, aggressively deploying or removing the plunger and/or inadequate positioning of the foot, against the arterial wall. Based on the investigation findings and inspection criteria, the cuff miss experienced during the procedure appears to be related to the operational context during use of the product. There were no manufacturing or quality issues detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this event. In addition, a query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that a physician trained in the use of the perclose proglide attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.